Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the patient information center ix indicating that the servers are losing connectivity to computers. The device was in use on a patient at time of event; there was no adverse event reported.

Manufacturer narrative:
A philips field service engineer (fse) evaluated the device and could not confirm the issue. The customer stated the resolved the issue before on-site evaluation. The device was confirmed to be operating per specifications, and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.